Manufacturer narrative:
He device was received for evaluation. During evaluation, the reported problem,"does not detect removed set" was reproduced as a reload set alarm when the device powered on. A review of the event history log (ehl) revealed multiple occurrences of "reload set" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the force sensor no-tube values were out of range. The force sensor no-tube will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect removed set. This occurred during an unspecified process steep in the biomed service department. There was no patient involvement. No additional information is available.